Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # : (B)(4). No device associated with this report was received for examination.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the humeral stem at bone to cement interface. Cement manufacturer is unknown. It also reported that it was revised to a long cemented stem. Doi: (B)(6) 2017; dor: (B)(6) 2018; right shoulder.